Manufacturer narrative:
The bone was of normal quality and density. Additional information received from the initial reporter on 14 july 2016 and includes: there was a second screwdriver as a backup by which the surgery was completed successfully. Batch review performed on 22 july 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, (B)(4) similar events have been reported on items of this lot. Not yet analysed.

Event description:
The tip of the screwdriver broke of and got stuck in the screwhead. The surgeon was able to retrieve the broken part after removal of the inner screw. No excessive force was used to implant the screw. Angulation of implantation was about 0 degrees, so no extreme angulation was desired. The screw wasn't damaged. The instrument will be send back to medacta international for investigation.

Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved instrument and commented as follows: during the visual inspection it was noted that one out of four prongs broke off as per fragile fracture. The standard driver design has been reviewed in order to address this issue. All the critical cross-sections have been enlarged and a mechanical stop has been added on the outer shaft to ease the removal from the screw. On (B)(6) 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 26 august 2016 the report was sent to the initial reporter and the case was closed.